Manufacturer narrative:
Date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the water doesn't circulate. Event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received. Per visual inspection, the reservoir tank cover had turned yellow. Per functional testing, the circulating water was not circulating. The complaint was confirmed/duplicated. The root cause was a malfunction of the gri pump and micro switch. Recommended replacement of the gri pump and micro switch. At the customer's request, the product was returned without repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.